Event description:
It was reported that the vns patient¿s implanted device revealed high lead impedance when a diagnostic test was performed at a follow up appointment. Additional information was received stating that the patient underwent surgery where the generator and lead were replaced due to lead discontinuity on (B)(6) 2014. The explanted products have not been returned to the manufacturer for analysis. Attempts for additional relevant information were made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the returned lead portions confirmed discontinuity in both the positive and negative quadfilar coils in the electrode region. The (+) connector ring quadfilar coil appeared to be pulled and broken approximately 117mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (torsional appearance), no pitting and secondary break lines on the coil surface. The (+) connector ring quadfilar coil appeared to be broken approximately 12mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. The end of the (-) connector pin quadfilar coil appeared to be broken approximately 26mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Pitting and stress marks were observed on the coil surface. During the visual analysis of the returned 25mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 8mm from the proximal end of the anchor tether and at the proximal end of the anchor tether. Scanning electron microscopy was performed on the (-) green electrode quadfilar coil break (found at 8mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed on the connector end of the (-) green electrode quadfilar coil break (found at proximal end of anchor tether) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed on the electrode (mating) end of the (-) green electrode quadfilar coil break (found at proximal end of anchor tether) and identified the area as being mechanically damaged which prevented identification of the coil fracture type. Fine pitting was observed on two of the broken coil strands. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.